Event description:
The hcp reported a programming error. The pump was stopped for approx 2 weeks. The pt had been receiving fentanyl 2500 mcg/ml at the lowest possible dose in simple continuous mode, prior to the pump being stopped. The pump was restarted and periodic bolus was programmed without realizing that the pump was running in between the boluses. In doing so, the total daily dose was increased by 80%. The hcp reported that she did note the total increased daily dose on the programmer at the time of update. The hcp stated that the pt will be contacted in the morning for reprograming.